Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with heavy calcification. The 3.0 x 28 mm xience v stent delivery system (sds) was advanced for direct-stenting, but resistance was noted with the anatomy and the proximal shaft of the sds separated, outside the anatomy. The sds was removed without issue. A new xience v sds was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use instructs to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): no pre-dilatation. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.